Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow-up report will be filed once investigation results are available.

Event description:
A complaint of erratic readings was received on a customer's freestyle flash meter. The customer obtained a reading of 18.9 mmol/l another reading of 3.7 mmol/l on the same meter within a 10-minute timeframe. The customer did not feel high, but as an outcome of the readings the customer injected insulin. The results when plotted on a parkes error grid fall in the 'c' zone. The 'c' zone result is considered to be clinically significant. There was no report of death or serious injury. The customer's meter and test strips have been requested for investigation.